Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. It was noted in august the pacing impedances on all the leads had slightly decreased. In addition, the patient had recently started using a transcutaneous electrical nerve stimulation (tens) unit for their knee. However, the stored episodes of noise didn't correlate to when the patient was using the tens unit. Boston scientific technical services (ts) discussed asking about other potential electromagnetic interference (emi) sources, and recommended performing isometrics/pocket manipulations. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received which indicated this crt-p system was explanted and replaced due to therapy upgrade. The device was returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. It was noted in august the pacing impedances on all the leads had slightly decreased. In addition, the patient had recently started using a transcutaneous electrical nerve stimulation (tens) unit for their knee. However, the stored episodes of noise didn't correlate to when the patient was using the tens unit. Boston scientific technical services (ts) discussed asking about other potential electromagnetic interference (emi) sources, and recommended performing isometerics/pocket manipulations. This crt-p system remains in service. No adverse patient effects were reported.